Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report. Other device listed in this report: cat # unk, lot # unk, description: trident 10 degree insert 28mm. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.

Event description:
It was reported that, "pt feels like his hip locks (like he is getting a charlie horse) up when he sits to long and he also gets sharp pains."